Event description:
It was reported that while the external pulse generator (epg) was connected to a patient, it fell off the bed. The epg turned off. The epg was turned back on and used with the patient. The device was given to the biomedical engineer (be) who tested the epg's rate and it would "jump to 350 bpm" and "both the pace and sense lights came on together intermittently." Technical services (ts) had the be use a new battery and the rate "did not oscillate as much, but still jumped to 350 bpm." The lights still flashed. The epg will be returned for analysis and repair; however, the be was told that the epg is no longer serviced. The epg will be returned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that while the external pulse generator (epg) was connected to a patient, it fell off the bed. The epg turned off. The epg was turned back on and used with the patient. No patient complications have been reported as a result of this event. The device was subsequently given to the biomedical engineer (be) who tested the epg's rate and found it would "jump to 350 bpm" and both the pace and sense lights came on together intermittently. Technical services (ts) had the be use a new battery and the rate did not oscillate as much, but still jumped to 350 bpm, and the lights still flashed. It was questionable whether the test device the be used was the reason for the issue, but since the epg fell to the floor and turned off, the be wanted the unit analyzed. However, the be was told that the epg is no longer serviced due to its age, so it was requested the epg be returned to the hospital once analysis was completed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).